Event description:
Boston scientific crm received information that this lead exhibited noise on the rate/sense portion resulting in oversensing and inappropriate shocks. A lead fracture was suspected.

Manufacturer narrative:
The lead was explanted and replaced without incident. A request was made to retrieve the lead; however as of today, the explanted lead has not been returned for analysis.